Event description:
Technician alleged no injury reported. Bed was tagged and removed from service. Brake will not set at the foot end of the bed, linkage is broken. Can set the brake at the head end, but the linkage is worn and must be replaced.

Manufacturer narrative:
Repair not completed at this time.